Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that morphine 20 mg/ml was contained in the pump since 2001 of initial pain pump implant. It was noted that the other medication the patient was taking at the time of the event included dialudid 4 mg as needed (prn). It was reported that the cause of the recurring discrepancies were ¿pain pump over and under infusing¿. It was noted that the discrepancies are recorded in several office notes. It was reported that the patient was doing well. It was reported that the patient¿s pain was being properly managed by pump.

Manufacturer narrative:
Final device analysis revealed no anomaly found.

Event description:
It was reported that a volume discrepancy occurred. The expected residual volume (erv) was 16ml while the actual residual volume (arv) was 22ml. The cause of the discrepancy wasn¿t specified. At the time of refill on 2014-(B)(6), a possible catheter study, rotor study, pump and or catheter replacement were discussed with the health care provider (hcp). The hcp was to talk with a neurosurgeon to discuss next steps. It was reported that the hcp office called a device manufacturer representative stating they had had discrepancies with refills and asked that the representative be at the next refill that occurred on 2014-(B)(6). Two representatives attended the refill however they were not asked to be in the room when the hcp did the refill. The hcp after stated he removed 22ml from the pump and expected 16ml. The patient had reported not feeling well, being nauseated and not getting good pain relief/not effective pain relief. Additional symptoms included less than fifty percent therapy relief. One of the representatives and the hcp discussed next steps to be referred to a surgeon for a possible catheter study, rotor study and pump and/or catheter replacement as reported. The hcp office had shared the patient¿s last five refills as well. In (B)(6) 2013, the arv was 9ml while the erv was 6.9ml. In (B)(6) 2013, the arv was 9ml while the erv had been 4.9ml. On 2014-(B)(6), the arv was 5ml and the erv was 4.9ml. On 2014-(B)(6), the arv and erv matched at 16ml. Then in march 2014, the arv was 12.5ml and the erv was 16.7ml. The device manufacturer representative was unable to obtain a patient status at the time of this report. The device system was used to deliver morphine 20mg/ml at 10.4mg/day. It was later reported that the device manufacturer representative believed the patient was seen by the neurosurgeon and would be going to surgery on 2014-(B)(6) for more troubleshooting and a pump and/or catheter replacement. A representative was to cover the case and planned to update after the surgery. It was then later reported that the pump was replaced and was to be returned. During the procedure, the catheter was aspirated and found to be patent. The cause of the recurring discrepancies was not confirmed. It was noted it was too soon to determine if the volume discrepancies had been resolved. The representative didn¿t know how the patient was doing and it was reported the patient had been scheduled to be discharged from the hospital on 2014-(B)(6). No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).